Manufacturer narrative:
The actual devices were not returned for eval from the facility, but the MFR was able to simulate the reported problem using the facility's configuration files. The devices did have the potential to "lock up" during power up if the facility was using large configuration files and the scheduled configured preventive maintenance alarm was set to expire within the next mo. A short-term fix has been established where a customer info bulletin (cib) was sent out to the biomedical engineers using the medfusion 3500 syringe infusion pump with pharmguard medication safety software v4.1.3 and v4.1.4. The cib notified the biomedical engineers of the software anomaly where a pump may not be able to complete its power up routine and lock up when the pump's preventive maintenance (pm) alarm occurs. When this happens, it requires the pm date to be reset using the biomed feature. The long term fix will be addressed in the next software release.